Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "[missing 1 of 2 parts, the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician]" . ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment (image2 (3), image1 (2), image2 (4)). ¿the photo investigation revealed that the device 221750044, pinnacle version guide had missing alignment rod. ¿the overall complaint was confirmed as the observed condition of the device 221750044, pinnacle version guide would contribute to the complained device issue. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (g1107) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> <<missing 1 of 2 parts the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available.>> the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the alignment guide is missing from the device. No other defect was observed. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle version guide would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code provided is not a finished goods lot number. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "[missing 1 of 2 parts, the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician]" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device 221750044, pinnacle version guide had missing alignment rod. The overall complaint was confirmed as the observed condition of the device 221750044, pinnacle version guide would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (g1107) provided is not a valid finished goods .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 1 of 2 parts was missing. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. There is no surgeon, procedure, or patient details available.